Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear." Evaluation in progress.

Event description:
It was reported that during a shoulder arthroplasty procedure on (B)(6) 2016, the fracture positioning sleeve fractured inside the patient. It is unknown if all the fractured pieces were retrieved. As a result, there was a 5 minute delay. The procedure was completed with another sleeve.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance and confirmed reported condition. Due to the fracture, dimensional analysis could not be performed. A conclusive root cause of the event could not be determined.